Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an error in programming the device. At 2346, line a of the pump was programmed to deliver d5 1/2 normal saline at a rate of 54 ml/hr. It was unspecified what medication was being delivered on line b. At 0102, for an unspecified reason, the nurse reportedly reprogrammed line a to deliver at the rate of 0.9 ml/hr instead of the intended rate of 54 ml/hr. At 0336, the programming error was noted. The physician was notified and a urine analysis was ordered. The customer contact indicated that an infusion of d5 1/2 normal saline infusion, "is used in after a dose of cyclophosphamide to protect the kidneys". The urine analysis indicted the presence of blood. The pt was treated with an unspecified bolus of normal saline to "catch up on the infusion." There was no reported adverse pt effect. The pt was discharged in 2003. The urine was reportedly clear of blood on discharge. Though requested, no further info was available.